Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: operation manual preparation and inspection_ inspection of the endoscopic system_ inspection of the suction function olympus will continue to monitor field performance for this device

Event description:
It was reported the gastrointestinal videoscope had internal defects, including a clogged biopsy channel. The issue occurred during an esophagogastroduodenoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.